Event description:
It was reported that the vessel sealer extend (vse) instrument's blade was derailed. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. Visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade does not retract back and appear exposed inside the jaws. The probable root cause of the reported complaint can be attributed to a workmanship issue during manufacturing. Additional findings related to customer reported complaint: visual inspection found the knife cable was bent at the distal. The bent knife cable was causing the knife to not retract fully. Root cause attributed to dislodged knife return spring.